Event description:
Consumer states I write to you about the head replacements. Whilst my brush was in use one of the bristles detached from the head. Luckily it caught between my gum and inner cheek; had it got swallowed, it could have been very dangerous.